Event description:
While attempting to replace a bent axsym probe, a technician was accidentally pierced by the probe. The pt sample being tested at the time was confirmed hepatitis c positive. The technician was treated for potential hepatitis exposure per the account's procedure.

Manufacturer narrative:
There is no indication that the operator was wearing gloves while removing the probe. The abbott customer technical advocate (cta) provided training to the customer for changing a bent probe. The axsym system operations manual provides instructions and labeling in order to prevent injury. Section 7, operational precautions and limitations, hazard types identifies probe handling and replacement as potential exposure to potentially harmful substances. Section 8, hazards, hazard locations, sampling center provides a warning of the potential biohazard and to use caution when handling the probe as it is sharp, potentially biohazardous and may cause physical injury. Section 9, service and maintenance, for performing maintenance and component replacement, cautions the operator to wear protective equipment and to follow appropriate biosafety procedures. This is the final report.